Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-dependent patient presented in clinic, during follow up, with non-sustained rv oversensing. Programming changes were made.

Event description:
New information received indicates that an asymptomatic patient presented with another episode of post-paced t-wave oversensing via merlin transmission. The oversensing was noted on a stored egm. Programming changes were made. The patient will be monitored normally.